Manufacturer narrative:
An event of difficulty advancing the flexnav delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the patient did not have a torturous anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. The field indicated that resistance in the external common iliac artery and at the common iliac artery while advancing the device. Also, a tear of the artery was noted before the delivery of the valve. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regard to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve (19495038) was chosen for procedure using a flexnav delivery system (8684036) during a transcatheter aortic valve implantation. During procedure, the delivery system was advanced but was unable to pass through the external common iliac artery due to tightening of the vessels and calcium. The patient did not have a tortuous anatomy. The delivery system was removed from the patient. A dilation with shockwave was performed. A new 23mm navitor valve (19508978) and flexnav delivery system (8703317) were prepared. The system was advanced and there was resistance in the external common iliac artery and at the common iliac artery, but the delivery system was still able to be advanced. The valve was implanted. When the delivery system was removed, there was a drop in blood pressure. On femoral angiogram, contrast was coming out of the femoral artery. It was reported that there was a suspected tear of the artery noted prior to the delivery of the valve. A femoral stent was placed, but the contrast was still filling out. An emergency surgical cutdown repair of the iliac was performed due to ruptured left external iliac artery. Blood transfusion was required. The patient status was reported as stable.